Event description:
On (B)(6), 2010, a dental professional contacted 3m espe to report that a dental implant was removed. The implant was placed on (B)(6) 2009 and was removed on (B)(6) 2010. The dental professional stated that lack of pt hygiene and infection were the factors contributing to the removal of the implant. The dental professional reported that he removed the implant, performed curettage of the area and a placed bone graft material.

Manufacturer narrative:
Device was returned to the MFR for eval and no visible abnormalities in the device were noted.